Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode, and dented bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a dented bottom cover. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. However, this device had moisture that exceeded the rga test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. Corrective actions were implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed following surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted due to a cholesteatoma. The recipient was reimplanted with another advanced bionics cochlear device.